Event description:
Customer reported a malfunction alarm known as malf 16. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump to resolve the issue.